Event description:
It was reported that as a female end user sat on the elevated toilet seat, it flipped and she fell fracturing her hip.

Manufacturer narrative:
It was reported by the dme manager that the elevated toilet seat had been placed in the home of a female end user. After adjusting the device, it was reported to be secure. They then received a call from the end user's family on 3/2 stating that the end user sat down on the seat and it flipped up, causing her to fall back. She was subsequently hospitalized with a fractured hip. The device has been retained by the family who has not returned repeated calls from the dme company. The dme company has not seen the device. Photos have not been made available for review. No lot number has been provided. The dme company has not provided us with specific pt information due to confidentiality policies. We are unable to confirm the device caused or contributed to the reported incident. However, due to the injury reported, this medwatch is being filed.